Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call missing segments on the display screen and damage on the insulin pump. Customer¿s blood glucose level was 7.2 mmol/l. Customer advised the reservoir compartment was damaged, broken off and was cracked. Customer advised the self test was performed and failed. Customer advised the display screen was missing segments. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.